Event description:
It was reported that the patient experienced an infusion set cannula bent event at the abdomen site. The patient also experienced an insulin flow blocked alarm and a high blood glucose event of 340 mg/dl that persisted for approximately 3¿4 hours, which was treated using the insulin pump on (B)(6) 2026.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325-1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.